Manufacturer narrative:
Preliminary analysis revealed that the reported issue most probably resulted from a poor connection to the mains.

Event description:
Reportedly, on (B)(6) 2022, the patient tried to initiate a transmission but the status light, the progression lights and the pit button light all remained off. The device was unplugged and plugged back, but the same behavior was observed. Preliminary analysis revealed that the reported issue most probably resulted from a poor connection to the mains.

Manufacturer narrative:
Expertise of the subject home monitor confirmed the reported behavior and revealed that the device could successfully send data to the back office. The root cause of this issue could not be determined; however, it could be the result of a poor connection to the mains. Based on the information, no issue is suspected on the device.

Event description:
Reportedly, on 2 may 2022, the patient tried to initiate a transmission but the status light, the progression lights and the pit button light all remained off. The device was unplugged and plugged back, but the same behavior was observed.